Event description:
It was reported that the 4.5x80mm supera peripheral stent was implanted in the patient in (B)(6) 2014. The patient felt severe leg pain and went to the hospital in (B)(6) 2014. Angiogram was performed and the proximal edge of the previously implanted supera stent was found to be totally occluded with restenosis. The lesion was accessed from the tibial artery. Dilatation was performed with a balloon and a non-abbott stent was deployed to cover the entire previously placed stent. The patient was treated successfully with good results. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The reported patient effects of pain and restenosis are known potential patient effects as listed in the supera instructions for use (IFU). Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. (B)(4).